Event description:
It was reported that one week earlier groshong line inserted. Pain at entry site on flushing and before and during day 1 chemotherapy with vincristine, doxorubicin, ifosfamide and mesnum. Eased on discontinuing i.v. Infusion, when pt noted the line entry site was leaking. Chemotherapy discontinued. Ultrasound excluded thrombosis and lineogram demonstrated a leak in the line proximally (towards the tip). On (B) (6) 2010, pt complain of pain when groshong line flushed. Medics informed. Cxr performed and reviewed overnight. On (B) (6) 2010, r/v by reg - line safe to use to proceed with chemo. Rota commenced. (B) (6) 2010, pt aware of soreness at root of left neck which increased over the weekend, requiring admission to (B) (6). On todays ward round (B) (6) 2010, there is a 52 x 27 mm erythematous intact swelling below the head of the left clavicle. Info from incident forms.... I believe clinical observations were started and chemotherapy discontinued. Since the most recent admissions, chemotherapy sisters, plastic surgical colleagues and surgical colleagues have been giving advice on:- managing the late doxorubicin induced chemical cellulitis, removal and securing the line for investigation, insertion of alternative pick line tomorrow. Resuming chemotherapy.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.